Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room experiencing chest pain. An x-ray showed that the atrial lead was dislodged. The lead was explanted and replaced. The patient was fine after the procedure.